Manufacturer narrative:
Examination of the returned device confirms the reported event of trial breakage. A complaint database search on the provided product code family showed similar reports for damage/cracking. Previous reports found user technique, misuse, or the use of a contraindicated cleaning chemical, as suspected root causes. The root cause is attributed to user technique and/or misuse. The damage/breakage suggests the trial was pryed or otherwise inappropriately removed during trialing. Based on the root cause of suspected misuse, corrective action is not needed. Monitor subsequent reports via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This report is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Tibial shim broke into two pieces when extracting the trial.